Event description:
Customer reported that her blood glucose was over 250 mg/dl "all day". When the device was removed she noticed the cannula was not in her skin.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm product condition. The customer observed that the cannula was not in the insertion site. This would interrupt insulin delivery and contribute to high blood glucose. No product log number was specified so no qualification record review could be performed. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod," and if the cannula has dislodged "deactivate and remove used pod. Apply a new pod in a different location. Avoid sites near a waistband, belt, or other areas where friction may dislodge the cannula."